Event description:
It was reported that "during the procedure, the surgeon was having problems with the screwdriver turning properly. After further inspection, it appears that there is a notch out of the screw threads at the end of the barrel of outer sleeve. The surgeon used a 2nd screwdriver to finish the case."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: only the outer shaft of the screwdriver was returned and the first thread is broken. Manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4). The main cause of loss of functionality of the screwdrivers outer shaft was linked with cross-threading or the application of an impact on the threads. Risk assessment: no adverse consequences and a replacement screwdriver was available. Conclusion: as this screwdriver had been used in previous surgeries without any occurrences and was found to be functional prior to this surgery, it is unknown exactly where or when the damage to the thread of this screwdriver occurred. The functional tests of the returned instrument show that despite the damage the screwdriver remains functional, leading one to conclude that the damage may have occurred during sterilization.